Manufacturer narrative:
The reported physician's causality assessment was changed to "not assessable". However our assessment remained "possible", since other factors including aging may affect them. We selected the code of 4316(appropriate term/code not available) for h.6 manufacturer evaluation conclusion code because the reported adverse event was not listed in the package insert and concerned lot number was not available.

Event description:
In (B)(6) 2016: an 80 year-old male patient received first injections of artz dispo to bilateral knees for gonarthrosis. He had no adverse reactions. In (B)(6) 2016: he received artz dispo and had no adverse reactions. In (B)(6) 2017: he received artz dispo and had no adverse reactions. In (B)(6) 2018: he received artz dispo to bilateral knees. He had numbness of lower extremities and muscle cramp. In (B)(6)2018: he visited the hospital and didn't recover. In (B)(6) 2018: he didn't visit so far.

Manufacturer narrative:
This case is no longer subject to MDR because the reported physician reassessed seriousness of the event to "not serious" and our company agreed with the decision. The reported physician's causality assessment was changed to "not assessable". However our assessment remained "possible", since other factors including aging may affect them.

Event description:
(B)(6) 2016 an 80 year-old male patient received first injections of artz dispo to bilateral knees for gonarthrosis. He had no adverse reactions. (B)(6) 2016 - he received artz dispo and had no adverse reactions. (B)(6) 2017 - he received artz dispo and had no adverse reactions. (B)(6) 2018 - he received artz dispo to bilateral knees. He had numbness of lower extremities and muscle cramp. (B)(6) 2018 - he visited the hospital and didn't recover. (B)(6) 2018 - he didn't visit so far.

Manufacturer narrative:
We are investigating the case in detail. The reported physician considered that the causal relationship was "possible". Our company's causality assessment is "possible" because the reported physician's assessment is considered reasonable.

Event description:
(B)(6) 2016 - an (B)(6) male patient received first injections of artz dispo to bilateral knees for gonarthrosis. He had no adverse reactions. Unk - he received artz dispo and had no adverse reactions. (B)(6) 2018 - he received artz dispo to bilateral knees. He had numbness of lower extremities and muscle cramp. 2018- he didn't recover.